Manufacturer narrative:
Qn# (B)(4). The customer returned a sheath/dilator assembly for evaluation with the dilator advanced into the sheath. Visual inspection revealed that the dilator hub was broken off the dilator body. The outer diameter of the lower locking portion of the dilator hub was measured and did not meet specification. The inner diameter of the sheath valve cap, the dilator length, and the dilator body outer diameter were measured and all were found to be within specification. Functional inspection could not be performed as the dilator hub was broken off the dilator body. A device history record (DHR) review was performed and did not suggest any manufacturing related issues. The customer reported issue of the dilator and sheath not locking together was confirmed during the complaint investigation of the r eturned sample. The outer diameter of the lower locking portion of the dilator hub measured out of tolerance during dimensional testing; therefore, the probable cause of this issue is manufacturing related. A CAPA was previously generated to further investigate this issue.

Event description:
The customer alleges that the dilator does not lock to the sheath and there is no click sound and it keeps coming out of the sheath during insertion. The upper part of the dilator broke. A new device was used without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator does not lock to the sheath and there is no click sound and it keeps coming out of the sheath during insertion. The upper part of the dilator broke. A new device was used without issue